Manufacturer narrative:
Unit received with currents in specification. No blank display. Lcd was board ok. Unit unable to prime during the prime/delivery test due to faulty forced sensor resistor. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was cracked and battery cap was loose. Customer reported that sometimes insulin pump could not turn on. Customer was able to resolve blank display. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.